Event description:
Injury (needle): a man reported that a novofine 30 needle broke in his abdomen. The man stated that the needle has not been removed and is still in his abdomen. He does not feel pain and has consulted his physician about this. He was advised by his physician to leave it as it is and that the body would eventually expulse the needle by itself.